Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown day in (B)(4) "205." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient was found to have their patient line, from the homechoice low recirculation volume apd set with cassette, wrapped around their neck twice and a portion of their abdomen, coincident with automated peritoneal dialysis (apd) therapy. The caregiver reported that they were woken up in the middle of the night due to the strange cough, further clarified to be a choking cough, when the incident occurred. The caregiver reported that the patient was not hypoxic, their face was not red, and their extremities did not turn blue as a result of the event; however, the caregiver did report that the patient had a red line across their throat due to the event. The patient required no medical intervention for the event as ems services were not warranted nor was the patient hospitalized. The only intervention for the event is the patient is placed in a sleep sack that has a zipper and two holes for the patient¿s feet. The patient line is not placed through the patient¿s feet holes. The patient line comes out of the zipper. The caregiver is unable to coil the patient line and secure to the hp due to their medical history. The caregiver reported that the patient is able to kick their feet up and grab onto the patient line. The caregiver confirmed that they keep the patient line away from the patient and place a stuffed animal on top of the patient line to make it less accessible to the patient. Apd therapy remains ongoing. At the time of this report, the patient had recovered. Additional information was requested, but is not available at this time.